Manufacturer narrative:
The reported event of extended charge time was confirmed by reviewing the data in the device image. However, the extended charge time event took place while the device¿s battery level had dropped below end of service (eos) voltage. The drop in battery voltage was due to excessive number of high voltage (hv) charges within a short timeframe. Interrogation of the device revealed the device was at eos when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing and hv output functions of the device were tested and found to be normal.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow-up with the implantable cardioverter defibrillator that experienced a capacitor maintenance failure with charge time out. The device was explanted and replaced. No further information was available.